Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.

Event description:
It was reported that during the scheduled retrieval of a vena cava filter, a detached filter arm was identified in the ivc. The filter was removed without incident, however, the detached filter arm was embedded in the ivc wall and could not be retrieved. There was no reported pt injury.